Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the heater flex board of the insertion section was found broken, also the meniscus of the r-unit section was broken. The heating function was not properly given and the image quality was poor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 104: anti-fog could be due to the heater flex board being broken. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an error 104 in use: anti-fog, for an unspecified procedure. There were no reports of patient harm.